Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was observed to have recorded high out of range shock impedance measurements on the right ventricular (rv) lead during shock delivery. The health care professional (hcp) called technical services (ts) for further review of the ventricular episodes. Upon review, the ventricular episodes showed that the patient had been in a ventricular arrhythmia and the device delivered appropriate shocks. However, during shock delivery, the alert code 1005 was recorded which indicated an open circuit condition. It was determined that the cause of the code 1005 was due to high out of range shock impedance measurements on the rv lead. The shocks were able to convert the arrhythmia. Ts recommended for the rv lead to be replaced. Subsequently, a surgical procedure was performed, this rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.